Event description:
Patient was first 6 (six) hours post op open heart susrgery. Patient had ntra aortic balloon, ventilator, a-line, swan ganz, multiple infusion pumps per unit routine. At 2040 12/10/91, pt was turned on left side, soon after became asystolic. Per nurses notes, external generator turned on with 100% capture. 2048 asystole again, pacer on but no capture. CPR inituiated. Atrial and ventilator mas 20's at time. EKG strips show ? Pacing spikes, no capture. Patient returned to own rhythm to end event. Next moring a different generator was placed on atient with same cables, same pacer leads and immediate 100% v capturedevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-90. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, connection or adapter failure loose, corroded, broken set. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.